Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide lot number was any surgical intervention performed specially re-suturing? Explain. Any medical treatment provided? If yes, please provide medicine name, strength and dose was dehiscence noted? Lot number unknown. No surgical, medical or dehiscence noted. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a total joint procedure in 2024 and barbed suture was used. Post-op,, sales rep is reporting from the customer that following a total joint procedure a patient started to experience "tracs" and the suture not absorbing after 5 weeks while spitting from the patient around the incision area. There were no adverse consequences reported. Additional information was requested.